Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to keep the pump plugged into a power source until a replacement pump could be sent. The customer was advised on the necessary steps to take upon receiving the new pump and agreed to return the faulty pump to tandem. The customer continued to use the pump for insulin therapy, and has an alternate method available for insulin therapy.